Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
It was reported that during a mandible reconstruction procedure, as the surgeon was cutting the plate, the instrument broke; the circular end, the cutting head of the instrument, came off the handle. All the pieces were retrieved. The surgeon used another cutter to complete the procedure without further incident. There was no adverse effect to the patient noted. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Correct manufacturer information is synthes (USA) , (B)(4). Original awareness date is (B)(4) 2012. Placeholder.